Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("a gulf ball sized cyst on the left ovary"), nausea ("I was nauseated"), dental caries ("teeth issue/ cavities"), constipation ("severe constipation"), abdominal distension ("severe bloating"), chest pain ("chest pain "), musculoskeletal pain ("stabbing pain in the shoulder/ collar bone") and bone pain ("stabbing pain in the shoulder/ collar bone"). The patient was treated with surgery (bilateral salpingectomy, both tube and coil removed). Essure was removed. At the time of the report, the pelvic pain, ovarian cyst, nausea, dental caries, constipation, abdominal distension, chest pain, musculoskeletal pain and bone pain outcome was unknown. The reporter considered abdominal distension, bone pain, chest pain, constipation, dental caries, musculoskeletal pain, nausea, ovarian cyst and pelvic pain to be related to essure. Quality-safety evaluation of ptc unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 3 & fu 4 processed together: social media received. New event teeth issue/ cavities, severe constipation, severe bloating, pain was added. Reporter was added. On 20-mar-2020: fu 3 & fu 4 processed together: social media received. New event chest pain, stabbing pain in the shoulder/collar bone was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.